Event description:
According to the reporter: during insertion cannula cracked and broke. No device component fell into the patient's cavity. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The patient status is normal. The device is confirmed to be returned for evaluation.

Event description:
According to the reporter: no device component fell into the patient's cavity. There was no unanticipated tissue loss, no tissue damage, and no blood loss over 500cc. The surgical time was not extended more than 30 minutes. The status of the patient is normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).